Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient last charged the ipg in (B)(6) 2019. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Correction: the directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.